Event description:
It was reported via the repair unit that the bur was broken inside the attachment. No further information was provided.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation; however the repair unit in kalamazoo assessed the bur and attachment. It was visually confirmed that the bur was broken along the shank. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined. The handpiece associated with this MDR is as follows; part number: 5400210050, serial number: (B)(4).